Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of a questionable elecsys ft4 iii assay result for 1 patient tested on a cobas 8000 e 801 module. The initial ft4 iii result was 3.80 pmol/l with a repeat result of 16.3 pmol/l. It was unknown if the erroneous result was released outside of the laboratory. There was no allegation of an adverse event. The ft4 iii reagent lot information was requested but was not provided. The investigation is currently ongoing.

Manufacturer narrative:
The ft4 reagent lot used was 341695 with an expiration date of sept-2019. Calibration before and after the event was acceptable. The qc data from after the event is acceptable. Based on the provided data, an instrument/reagent issue can be excluded. No further issues were seen on this analyzer after the event. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.